Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the lead could not be inserted into the header of the pulse generator. The device was not used and a new device was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis description: final analysis found that the setscrew was down in the connector port and blocked the insertion of the lead. After the setscrew was backed out of the port, the lead could be fully inserted into the connector.